Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that after completing treatment, fluid was noted to be leaking out of the cassette area. The patient was advised by technical support to discontinue use of the cycler. The cycler will be replaced. The patient discarded the cassette and its packaging.

Manufacturer narrative:
Device evaluation: the actual a visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The device tested positive for glucose. The mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A device history review was conducted and found a mushroom head check on 7/17/2017.

Event description:
A peritoneal dialysis patient reported that after completing treatment, fluid was noted to be leaking out of the cassette area. The patient was advised by technical support to discontinue use of the cycler. The cycler will be replaced. The patient discarded the cassette and its packaging. Upon follow up with the patient's nurse, it was stated that this patient is originally an hd patient. The patient was travelling and unable to coordinate an in-center treatment, therefore conducted peritoneal dialysis therapy at his hotel. There was no adverse event or medical intervention administered as a result of this fluid leak. The patient is now back on hemodialysis and completing treatments. The disposable product is not available for return.

Manufacturer narrative:
Corrective data: initial report source: consumer selected follow up; returned to MFR: updated to 2/1/2018 h.2; correction selected: device available for evaluation: updated to yes.

Event description:
A peritoneal dialysis patient reported that after completing treatment, fluid was noted to be leaking out of the cassette area. The patient was advised by technical support to discontinue use of the cycler. The cycler will be replaced. The patient discarded the cassette and its packaging. Upon follow up with the patient's nurse, it was stated that this patient is originally an hd patient. The patient was travelling and unable to coordinate an in-center treatment, therefore conducted peritoneal dialysis therapy at his hotel. There was no adverse event or medical intervention administered as a result of this fluid leak. The patient is now back on hemodialysis and completing treatments. The disposable product is not available for return.